Event description:
It was reported that the patient presented in clinic for an implant procedure of the atrial lead. The following day, the atrial lead was confirmed to be dislodged via chest x-ray. The lead was repositioned successfully on (B)(6) 2022. The patient was stable throughout.